Manufacturer narrative:
The blood glucose meter associated with this report was requested back for initial function testing but has not been returned for testing. Should the device be returned at a later date, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that their livongo blood glucose meter read 60mg/dl. The patient ate something, and the livongo blood glucose meter gave a reading of 47mg/dl. The patient went to the emergency room, and the patient's reading was 200mg/dl. No additional information was provided to confirm if the patient wasa hospitalized or recieved medication attention.